Event description:
I have had 3 cool sculpt procedures: 2 in 2015 and 1 in 2018 (2 dates); at 3 different offices. The idea presented to me was that more than one time might be needed. I believe I am one of the people that the procedure resulted in pah: paradoxical adipose hyperplasia. I have wondered ever since the procedures if there was something not right about the result and it was only a few weeks ago when I saw on the news that this has happened to others! I was so relieved that all these years I was correct in thinking that the procedures actually made me worse and even losing weight doesn't help. I don't want to try to keep losing and still have a pregnant belly! I am not a big person at all. I'm about 5'4'' and weigh about 127. I am not sure if there is any help available to remedy the situation or not. I believe the companies are the original cool sculpt, allergan and sculpture cynosure. This last one did not "grab" the fat like the other two times. Any help or direction would be appreciated. The dates I have for the last treatment was at dr. (B)(6): (B)(6) 2018 and (B)(6) 2018: the 2nd was at dr. (B)(6) I believe (B)(6) and the first was dr. (B)(6) also in 2015 but I need to verify. All in (B)(6). Reference reports mw5117441, mw5117443.